Manufacturer narrative:
Upon investigation of the actual device involved in this incident, it was determined that the station was offline in remote support service and the update was not progressing, resulting in a blue screen. A field service engineer re-imaged the hard drive and configured it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, there was a software malfunction that displayed the message, " working on updates 7% complete. Don't turn off your computer ". The customer reported that this device was the only one in the unit that stocks several narcotics. The customer confirmed that there was no patient involvement, as the user could still obtain medication from the pharmacy and the nearest station in a timely manner. There were no adverse events or injuries reported based on this incident.